Event description:
It was reported that noise was noted on the lead. No anomaly was found on thorax radiography. Lead was revised. The patients condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during lead explant procedure, externalized conductors were observed. Increased impedance within range was also noted.

Manufacturer narrative:
The lead was returned cut in three segments. External insulation abrasion was noted at 6.3-7.3cm from the proximal end of the middle portion, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 6.3- 6.4cm, 8.3-9.1cm, and 21.5-22.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.5cm from the distal tip. The etfe coating was abraded at the same locaiton. This is consistent with the field complaint of noise.